Event description:
According to rptr: a pedi port was inserted and the surgeon noticed a bit of the port had fallen off into the pt's cavity. The port and the broken part were removed. A new port was inserted and the case continued. There was no harm to the pt.

Manufacturer narrative:
(B)(4).